Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint "broken cable". Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. The permanent cautery spatula was found to have a broken pitch cable at the distal end and mechanical indentations to the proximal clevis. The broken cable segment that contains the crimp was still installed in the clevis. A review of the instrument log for the product associated with this event shows that the permanent cautery spatula was last used on (B)(6) 2020 on system (B)(4). There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. The alleged event occurred with 4 uses remaining on the instrument. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery spatula had a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed multiple follow-up attempts to obtain additional information. However, no further details have been obtained as of the date of this report.